Event description:
The pt contacted lifescan alleging that their one touch basic meter had missing segments in the display. They obtained a result that looked like 149 on the reported meter while experiencing blurred vision. They retested and obtained a result that looked like 130. Within 30 minutes, they tested with another meter and obtained a result of 240. They took oral diabetes medication following use of the meter. The doctor changed their medication. There is no indication that the pt experienced injury and medical intervention due to the product. The meter was replaced.